Manufacturer narrative:
As reported, one week post implant of the ventralight st mesh, the patient developed hives and underwent subsequent surgical intervention for mesh explant. Allergic reaction is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use, supplied with the device as a possible complication. Based on the information provided, no conclusion can be made. Note, the date of event and implant are estimated based on the information provided. Not returned , mesh explanted.

Event description:
As reported, during an unspecified procedure the patient was implanted with a bard/davol ventralight st mesh. It was reported that one week post implant of the mesh, the patient developed hives. It was reported that the mesh was explanted and the patient is doing well. It was further reported that the patient had a ventralight mesh implanted in 2017 and there was no adverse reaction to the mesh at that time.